Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that the patient's ins was not working for them and they are having accidents. Caller said they aren't always feeling stim and they are having accidents on themselves. Caller said patient had diarrhea 3 times yesterday. Caller said patient takes linzess and is having to also take imodium. Caller said when they help patient increase stimulation, patient can feel stim but then the sensation goes away. Caller said sometimes they increase stim too high and the patient gets jumpy so they decrease stim until it's comfortable. Caller said they increased stim yesterday and they think stim is too high at 4.7ma when they typically have stim around 3.5ma. Caller said they've never changed programs. Caller said when they attempt to connect to patient's ins, it takes them a long time to find the ins. Caller said the ins has slipped down a little bit and they can't find it. Caller said they don't know how it moved but said the patient lost weight from 215lbs to 199lbs. Patient said the ins feels like the size of a dime now and it's not in the place they originally put it in their buttock. Patient said they don't know when they first noticed this. Reviewed general therapy guidelines and expectations and therapy optimization options. Caller said they would like to try changing programs. Helped caller successfully change programs and caller increased stim to a comfortable level for patient. Redirected to healthcare provider (hcp) to check internal components due to ins movement. Caller said they will follow up with hcp. Patient services tried calling caller back to confirm event date for therapy issues, but phone continued to ring with no answer and no ability to leave voicemail.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.